Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open breast lumpectomy, at subcutaneous closure, two strands "unraveled", meaning knots started to loosen after tying them. Additional knot was tied on suture to complete the case. There was no patient injury.